Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Customer reported that there have been 2 patients who received higher than expected tni results and upon repeat, a normal expected result was obtained. No confirmatory testing was conducted, no other abnormal labs were obtained. The patients matched the clinical symptoms of the normal results. The patients were released from the emergency department and sent home. Although requested, no additional information was provided. This is report 1 of 2.